Manufacturer narrative:
Concomitant medical products: (2) syringes; (1) syringe tubing; (1) pca tubing. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient demographics provided.

Event description:
It was reported that there was an over infusion and a syringe volume discrepancy resulting in an under infusion on the same syringe pump. A continuous infusion of dinutiximab in 50ml finished approximately an hour earlier than intended. The drug was infusing at a rate of 2ml/hr. It was also noted that during the subsequent dose of dinutiximab on the same device, the pump detected a volume of 53 ml; however the observed volume in the syringe was 48 ml. This dose was also infusing at a rate of 2ml/hr. At the completion of the subsequent dose, there was a volume of 1 ml remaining in the syringe. There was no patient harm. It was reported that the clinical pharmacist was consulted regarding the first dinutiximab dose completing faster than expected.

Manufacturer narrative:
Correction on d11: omit /disregard these concomitants from d11 of initial report: (1) 8100; (1) 8120; (1) pri tubing; (1) syringes; (1) pca tubing additional information provided: d4 (serial #) & h4.

Event description:
It was reported that there was an over infusion and a syringe volume discrepancy resulting in an under infusion on the same syringe pump. A continuous infusion of dinutiximab in 50ml finished approximately an hour earlier than intended. The drug was infusing at a rate of 2ml/hr. It was also noted that during the subsequent dose of dinutiximab on the same device, the pump detected a volume of 53 ml; however the observed volume in the syringe was 48 ml. This dose was also infusing at a rate of 2ml/hr. At the completion of the subsequent dose, there was a volume of 1 ml remaining in the syringe. There was no patient harm. It was reported that the clinical pharmacist was consulted regarding the first dinutiximab dose completing faster than expected.

Event description:
It was reported that there was an over infusion and a syringe volume discrepancy resulting in an under infusion on the same syringe pump. A continuous infusion of dinutiximab in 50ml finished approximately an hour earlier than intended. The drug was infusing at a rate of 2ml/hr. It was also noted that during the subsequent dose of dinutiximab on the same device, the pump detected a volume of 53 ml; however the observed volume in the syringe was 48 ml. This dose was also infusing at a rate of 2ml/hr. At the completion of the subsequent dose, there was a volume of 1 ml remaining in the syringe. There was no patient harm. It was reported that the clinical pharmacist was consulted regarding the first dinutiximab dose completing faster than expected.

Manufacturer narrative:
Investigation conclusion: the customer¿s stated issue of a syringe over infusion and syringe volume discrepancy was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of over infusion. Results from a review of the pcu error log shows no malfunctions on the reported event date and time. Results from a review of the pcu error log shows no malfunctions on the reported event date and time. Results from a review of the pcu event log shows on (B)(6) 2020 at 3:14:19 pm the syringe module was initially loaded with terumo 50/60 ml syringe with a calculated total volume of 53.6983 ml. The syringe module was programmed to infuse 0.9% normal saline at a rate of 2 ml/h with a vtbi of 53.5316 ml. At 3:23:22 pm the vtbi was changed to 48 ml and the infusion was restarted at 3:23:39 pm. The infusion completed the following day (B)(6) 2020 at 3:18:31 pm. At 3:21:49 pm the device was selected again and the vtbi was changed to 5.47 ml. The syringe module was channeled off at 3:33:58 pm with a total volume infused of 94.7223 ml. Functional testing consisting of accuracy testing performed on the source syringe module found the device operating in specification. The disposable syringe was not provided by the customer for investigation and therefore could not be tested for this investigation. Device inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front cover or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui have dried fluid on all pins. The male iui also has corrosion on the top of one pin contact. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint was not definitively identified in this investigation. The returned syringe module was thoroughly tested and inspected; no fault was found. Device history review: a review of the device history record showed the device had a manufacture date of 08jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was returned for evalutation / investigation.